Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the lithium-ion battery pack. The lithium-ion attery pack was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has no identified an increase in trend.